Manufacturer narrative:
(B)(4).

Event description:
It was reported that the merlin.net transmitter was not working. The device was unable to be interrogated and no communication was able to be established. No further information available.